Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms and pacing therapy not being delivered when it was required as well as noise due to electromagnetic interference (emi). No oversensing was observed. It was noted that the lead was fractured. As a result, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 169 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noisy signals, high out of range pace impedances and brady pacing not delivered when required were likely caused by the confirmed fracture.

Event description:
This supplemental report is being filed based on completion of product analysis.